Manufacturer narrative:
The report of patient not feeling ¿strength in their legs¿ was not able to be confirmed. Analysis of the returned lead did not identity any anomalies that would contribute to the patient symptoms. The DHR review found that material had been manufactured, tested, packaged, and sterilized according to the current manufacturing specifications and passed all manufacturing test, visual inspection, and sterilization requirements.

Manufacturer narrative:
The report of patient not feeling ¿strength in their legs¿ was not able to be confirmed. Analysis of the returned lead did not identity any anomalies that would contribute to the patient symptoms. The DHR review found that material had been manufactured, tested, packaged, and sterilized according to the current manufacturing specifications and passed all manufacturing test, visual inspection, and sterilization requirements.

Manufacturer narrative:
The date of event is estimated. E1- initial reported phone number: (B)(4).

Event description:
It was reported that the patient experienced weakness in the legs like paraplegia. As a result, surgical intervention was undertaken wherein the system was explanted and the patient is recovering.